Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1.75 in single port needle would not retract all the way. This was discovered after use. The following information was provided by the initial reporter: material no.: 383513, batch no.: 8225978. It was reported that after inserting the catheter into the patient the needle would not retract all the way. The catheter had to be removed and a new one reinserted.

Event description:
It was reported that nexiva 22 ga x 1.75 in single port needle would not retract all the way. This was discovered after use. The following information was provided by the initial reporter: material no.: (B)(6) batch no.: 8225978. It was reported that after inserting the catheter into the patient the needle would not retract all the way. The catheter had to be removed and a new one reinserted.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8225978. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one physical sample was returned to bd for evaluation by our quality engineer team. Unfortunately, as the sample was forwarded to the manufacturing facility for investigation, the sample became misplaced. If the sample is located, our quality team will complete a thorough sample investigation; however, at this time, we are unable to investigate the sample.